Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received anti-tachycardia pacing (atp) and six shocks for a ventricular tachycardia (vt)/ventricular fibrillation (vf) episode. The therapy failed to terminate the patient's arrhythmia, and the device therapies were exhausted. The patient's arrhythmia terminated on its own. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.